Event description:
It was stated that the customer passed away. Prior to the customer's passing, he had been hospitalized for shortness of breath. The customer later had kidney failure, followed by an infection. The wife stated that the customer was not wearing the insulin pump at the time of his death. However, the wife stated that the customer did have a lot of problems with low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.